Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic pressure sensor was broken. Staff swapped units and proceeded successfully. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusion). Additional information: e1 (event site telephone: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "fiber optic sensor" which is being under the broken stage. Actually customer had broken the blue fiber optic connector. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the broken connector and tested it with the fiber optic tester. So, that after the replacement the unit had passed the fiber optic test. The unit had also passed all the testing and the equipment is also being passed for all of it's functional testing and it was being cleared for the clinical use. There was an involvement of the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).